Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.

Event description:
Reported conflicting sars results for 1 asymptomatic consumer. The consumer communicated that they initially tested positive with a faint test line, and then later negative with cvs health at home testing. No confirmatory testing had been completed.